Event description:
The cryocyte freezing container was discovered broken during storage before the reinfusion. The pt did not receive the cells from the broken container. The back up stem cell product was sufficient for engraftment.